Manufacturer narrative:
G2: the aware date has been corrected to the accurate aware date. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the patient did contact their physician regarding still having urgency and feeling stimulation where the 'leg bone hits the hip' on some programs. The cause to the stim where the 'leg bone hits the hip,' having gone through all 7 programs, and feeling stim at the base of the penis but other stim being felt in the leg and hip was not determined. They clarify the sharp pain the day of surgery that lasted a second long. The patient think it's a device concern. To them, the pain was sharp like the wire got puled. This happens as they crawl into bed. Then some days later, they had another sharp pain but it lasts only about half a second. It was not sharp. The patient was told to have some electronic adjustment through the manufacturer's directions. The patient think the lead moved. As they were crawling into bed on the night of surgery, they felt a very sharp pain for a second at the wire placement area. Pain in about the same area but half as strong and half the time. Other than that, the patient didn't do the things they were instructed not to do (not going up ladder/elevated deer stands). They asked if it was possible to take a picture of the wire and compare it to the one taken on the day of surgery, no response. The patient clarified it was not determined it moved. There is no plans as of now. On (B)(6) 22, the permanent one got installed under the skin but they only put one wire in. The physician said they couldn¿t get one in on the left side. The insurance bill said it was installed on the left side but they feel it on the right. The patient's pads are almost totally soaked, with no warning that they need to pee. They have less than 10 seconds to get there or they start leaking. About (B)(6) 2021, the patient got a call from the doctor's office nurse to not change their pulse for 2 week according to information from the manufacturer. They changed around the 1st and 15th of the month. Later, the patient was informed the program should not be changed for 2 weeks so the body could get used to it. The patient is currently on program 4 for a week and a half with no relief. They also noticed when they set a new pulse setting, they feel pulse but when it time out, they seem to go way down or stop.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va29r3p serial# implanted: (B)(6) 2020 explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp), identified as a nurse, regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported the patient is not getting as much therapeutic relief as when they had the trial. Patient is reporting some therapeutic benefit, however, caller said it's hard to quantify if it's 50% or more. Patient has used all the 7 programs available initially. Caller wanted assistance to add more program. Technical services reviewed how to add custom programs and showed caller how to adjust parameters such as pulse width and rate. Troubleshooting was not required. Hcp to reprogram the patient. There were no device issues reported. Additional information was received from the patient on 2021-feb-10. They called back reporting the same issues and added the detail of a sharp pain the day of surgery that lasted a second long. The patient asked if this could have caused the stimulator to move? Patient services reviewed the information and redirected the patient to the health care professional (hcp). The patient also stated that they felt the stimulation ¿where the leg bone hits the hip.¿ the patient stated that they went through all 7 programs and program 3 worked the best but they still had urgency. The patient was going to follow up with their hcp again as they had already gone through the programs and adjusted stimulation on each. Additional information was received on 2021-feb-15. The patient reiterated their previously reported issue and stated that when they went to the hcp on (B)(6) 2021, they tested all the programs and programs 3, 4, 6 and 7 were the ones where the patient had been feeling stimulation at the base of the penis rather than the others, where it was in their leg and hip. The patient stated that out of these 4 programs, program 3 worked the best. The patient stated they have tried increasing stimulation to the point where it became uncomfortable and they then had to back it back down so it was comfortable again. The patient stated that they were still not getting therapeutic relief like they did during the trial and wanted to know the next steps before going back to the health care professional (hcp). The patient inquired if an x-ray could be possible to see if the lead moved? Patient services reviewed discussing next steps with the doctor.